Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative abdominal pain and any problem associated to the bard/davol device that was used to treat the patient one year earlier. As reported the patient experienced "severe abdominal pain" which has since resolved. Additionally the patient underwent a CT scan which did not show any damage or problems to the phasix mesh or abdominal area. A manufacturing review was performed and found that the lot was manufactured to specification. A review of the instructions-for-use shows that pain is listed in the adverse reaction section as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported per (B)(6): on (B)(6) 2016 the subject patient underwent a primary incisional midline hernia in the supra-umbilical region with implant of a phasix mesh. On (B)(6) 2017 the subject patient is reported to have experienced "severe abdominal pain". A CT scan was done and did not show any sign of hernia recurrence. The source of the reported pain was not identified. The patient was reported to have recovered with no sequelae. The sturdy clinician who was unable to identify the source of the pain classified the adverse event as possibly procedure related and possible device related. It was further assessed to be moderate severity and not a serious adverse event.